Event description:
While undergoing surgery the image on the monitor became unfocused. The camera, then tower were changed. Problem finally determined after the procedure was completed to be a failed coupler focusing mechanism.======================manufacturer response for edoscopic surgical coupler, stryker (per site reporter).======================device evaluated by mfg, replacements were ordered for all couplers as all were worn and did not retain enough friction on the focus mechanism to reliably maitain focus.